Manufacturer narrative:
Adverse event/outcomes to adverse event: the patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Tests/laboratory data and dates: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign: (B)(6)/ study name: (B)(6): patient ID# (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, two stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal sfa. Approximately 10 months post index procedure, the patient experienced an occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2019.